Event description:
This device was explanted on (B)(6) 2013 due to infection.

Manufacturer narrative:
The analysis from the manufacturer is pending. Method: since the device was not returned, the production history and sterilization records were reviewed. Result: the records showed the device was manufactured, sterilized and released according to applicable standard operating procedures. Device was not returned

Manufacturer narrative:
(B)(4) 2013;the analysis from the manufacturer is pending. Device was not returned.

Event description:
This device was explanted on (B)(6) 2013 due to infection.